Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had difficulty charging the ipg. Burning sensation was also noted. Device malfunction was suspected. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. Burning sensation was also noted. Device malfunction was suspected. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.